Event description:
Customer contacted beckman coulter inc. (Bci) regarding several falsely low results for multiple assays that were generated by the unicel dxc 600i synchron access clinical system. Some examples of the results were provided. The original results were low and upon repeat the results were higher. Erroneous results were reported outside of the laboratory and corrected reports were issued. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was within range on the morning of the event and was out low the next day. Customer troubleshot the system and found wash buffer tubing to cta (closed tube accessing) sample probe was loose and dripping. Customer tightened tubing and dripping stopped and qc came back into specifications. Customer refused a service visit. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.